Event description:
Cut inside of mouth [mouth injury]; bleeding mouth [mouth hemorrhage]; almost choke(d) [choking sensation]; brush head came apart, became detached [device breakage]. Case description: a physician reported that while his partner, a male age unspecified, was using a oral-b power rechargeable toothbrush, the oral-b dual clean brushhead came apart and became detached cutting the inside of his mouth which caused bleeding and he almost choked on the brushhead. The brushhead had been in use for six weeks and had never been dropped. Treatment: mouthwash. The case outcome was recovered. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.